Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2019-00086. Reference MFR. Report#: 1627487-2019-05418. Reference MFR. Report#: 1627487-2019-05419. Reference MFR. Report#: 1627487-2019-05421. Follow-up information revealed the patient's issue regarding the muscle spasm never resolved. As such, the patient underwent surgical intervention on (B)(6) 20199, wherein the entire drg system was explanted. Please note: it is unknown as to which lead is liable. Therefore, all suspected devices are being added to this event as new devices (devices 2, 3, 4 and 5).

Event description:
Device 4 of 5; reference MFR. Report#: 1627487-2019-00086, reference MFR. Report#: 1627487-2019-05418, reference MFR. Report#: 1627487-2019-05419, reference MFR. Report#: 1627487-2019-05421. Follow-up information revealed the patient's issue is resolved.

Event description:
Device 4 of 5. Reference MFR. Report#: 1627487-2019-00086. Reference MFR. Report#: 1627487-2019-05418. Reference MFR. Report#: 1627487-2019-05419. Reference MFR. Report#: 1627487-2019-05421.